Event description:
This case was reported by a consumer and described the occurrence of gingival wound in a male pt who used gsk toothbrush (aqua fresh white and shine toothbrush) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk toothbrush (transbuccal). During use, the toothbrush broke in the mouth on the flexible part (head) and caused a wound on the gums. The wound bled and it was painful. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. MFR's comment: the MFR's report number for this case is 9615008-2008-00002. Aqua fresh white and shine toothbrushes are manufactured by (B) (4) in (B) (4). Neither the product nor the lot number for this product is available. No corrective actions have been required based on this report. (B) (4).